Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient regarding follow up sent to them. Patient reported steps taken to resolve their ins being dead was sending them replacement recharger. Weight at the time of event was (B)(6).

Manufacturer narrative:
Other applicable components are: product ID: 37751 lot# serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient was unable to power up. The recharger will not take a charge from the wall and is now dead. The patient reported the ins was also dead. No symptoms were reported.